Event description:
In 2007, radiology dept placed an angled catheter. It was used to gain access. The pt was then sent to the or for a stone extraction. It is unclear how or why, but the catheter broke off and a piece of the catheter remained in the pt. This separated segment was subsequently retrieved by the physician.

Manufacturer narrative:
Eval: no product was returned to assist in this investigation. However, photos were e-mailed that show the separation of the beacon tip material near the distal end. Unfortunately, without the actual device and the limited info provided, it is not possible to determine why the catheter separated. The catheter shaft of this device is visually inspected and felt for damage 100% prior to shipment. Also, the bond is inspected under a magnifying light for cracks, peeling and exposed wires prior to further processing.